Event description:
Customer allegedly lifting up to clean their bottom and the legs slid. No injury alleged.

Manufacturer narrative:
(B)(4) - RMA (B)(4) has been initiated for this issue. Model 9781, serial number/date code (B)(4) is approximately 4 months old. The owner's manual part number 1122173 rev c (jan-09) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The resident is a (B)(6) female, (B)(6). The residents medical condition, stability and medication regimen are unknown. The residents technique while using the device is unknown. The maintenance history of the device is unknown. The facility, (B)(6), called stating that a resident was cleaning her bottom and when she lifted the shower chair legs allegedly slid. This shower chair comes equipped with suction feet on the bottom of each leg. The operating instructions state a warning on page 1, "all four leg tips must be in contact with shower/tub floor at all times. Always inspect the shower chair to ensure that it is properly positioned and stable before using. Do not use the shower chair if it is wobbly or unstable. The shower chair legs have suction feet. Check the suction feet for rips, tears, cracks or wear. If any of these conditions exist, replace them immediately. This product should only be used with tub floors wider than 16-inches. Users with limited physical capabilities should be supervised or assisted when using the shower chair". The product has been removed from service. No injury alleged. Product is being returned the invacare for an inspection and evaluation.